Event description:
It was reported that the customer experienced an error with their cgm, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to perform a pump reset, after which the error did not reappear, allowing them to successfully start their sensor session.